Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for procedure using a 14f amulet steerable delivery sheath. Transseptal access was very inferior and mid. The patient's activated clotting time (act) level was 340 seconds. Heparin was administered via anesthesia. It was noted during the procedure multiple manipulations were made due to the patient's challenging anatomy. The patient developed an 8mm pericardial effusion and required a pericardiocentesis. The device was removed from the patient. The patient was stable at the time of report. Per the physician, the pericardial effusion may have been due to the very inferior transseptal access.

Manufacturer narrative:
It was reported that during amulet implant the patient developed a 8.0 mm pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally the reports of therapeutic interventions metadata was provided by the account were further reviewed by an abbott staff: baseline images appear to show no signs of a baseline pericardial effusion prior to the procedure. There does appear to be a small amount of fluid in the transverse sinus. Laa is extremely funnel-shaped with a sloping edge on the pulmonary vein side. We can see the pulmonary artery, but it does not appear in close proximity to the laa (distance measures > 6 mm on the dicom viewer). Pre-procedural imaging also reveals a color jet on the inter-atrial septum, near the aorta. It appears mostly blue in color, indicating that it is likely a left to right shunt. It appears that a bubble study was conducted after this discovery, but no bubbles appear to cross the ias. The very next image that was captured seemingly shows a versacross wire inside of the laa. No images or video clips were captured of the location of the tsp. It then appears that they are performing a contrast injection into the laa, and we are not able to see anything out the end of the sheath; it may have potentially been an unprotected sheath, with no pigtail out the end. We are then able to see the amulet in ball configuration; it is difficult to appreciate if the device is in ¿full ball¿ or if it may be partially still inside of the sheath. The ball is then seen being advanced more distally into the laa. The device is then in triangle configuration, where it appears to be tipping out of the laa on the mitral side. Some reorienting may have occurred, because we then see the triangle being more straight in the laa. The following frame shows the amulet lobe deployed, and there is a large mitral shoulder. The lobe is seated completely above the circumflex artery, and it is off-axis. The device is recaptured and driven (in ball configuration) more distally and more anteriorally into the laa. The following image, captured several minutes later, shows the entire amulet out of the sheath (lobe and disc). There is still a large mitral shoulder, and the lobe does not appear to be 2/3 past the circumflex; there is tension being pulled on the cable. We are also able to appreciate that there appears to be an increased amount of fluid in the transverse sinus. Upon further investigation in other angles, the amulet lobe either appears to have shifted out or been pulled out of the laa. Even more fluid is seen accumulating in the tvs, and the disc is recaptured. They appear to be doing a sweep around the heart to assess the effusion situation, where there appears to be a significant pericardial effusion developing (measured 3-9 mm on the dicom viewer, depending on the location and frame). The amulet device appears to have been removed from the laa (and potentially the body). Images are captured of the empty laa, where we are again able to see the increased fluid in the transverse sinus space. The patient appears to be showing signs of cardiac tamponade, with the walls of the heart chambers starting to collapse inward, likely due to the large amount of fluid and increasing pressure in the pericardial sac. What appears to be a needle or wire is seen within the pericardial space, so it is assumed that they are performing a pericardiocentesis to drain the fluid. Several minutes later, the amount of fluid appears to have decreased. Another bubble study is performed, but no bubbles appear to cross the ias. The images that follow of the laa appear to show less fluid in the transverse sinus surrounding the appendage as well. They appear to also assess the other valves of the heart, but no amulet device is attempted again." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported patient effects of pericardial effusion could not be conclusively determined. It is possible the pericardial effusion due to the patient's anatomy. However this cannot be confirmed. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that patient's anatomy was very shallow and pectinated making it difficult for attempted implant of the 25mm amplatzer amulet occluder.